Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on an laparoscopic sleeve gastrectomy, the patient had staple line leakage two weeks after and had to be admitted for an egd stent placement. In addition, the patient experienced nausea and fluid build up around the staple line according to radiology.